Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has not yet been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that during an embolization treatment, strong resistance was encountered while attempting to advance the coil in the microcatheter. Coil movement was not able to be seen under fluoroscopy. The entire coil was removed, and the pusher was noted to be "broken." There was no reported patient injury or health damage.

Manufacturer narrative:
The device was returned for evaluation. Upon inspection, the coil was noted to be attached to the pusher, with no evidence of damage to the coil. Gel expansion was noted. The proximal connector was slightly kinked, and evidence of lead wire delamination was noted over approximately 30cm of proximal pusher. The connector successfully inserted into controller funnel, with the green light indicating resistance was within specification. Based on the investigation and provided information, the complaint of a detached pusher can be confirmed; the lead wires on the delivery pusher were separated. The specific root cause of this complaint is unknown, although the device exhibits evidence that it was subjected to tensile forces that exceeded its strength specifications.